Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08695 inches. Unit was received with intermittent esc and act buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized for a high blood glucose. The customer also reported high blood glucose of 427 mg/dl and diabetic ketoacidosis. Prior to the hospitalization, the customer had a bent infusion set cannula. The customer changed their infusion set but their blood glucose continued to rise. The customer was treated with manual insulin injection. During troubleshooting, no additional anomalies were noted with the devices. Displacement test was performed and passed. The insulin pump was returned for analysis.